Manufacturer narrative:
(B)(4).

Event description:
The patient underwent lead replacement surgery. After replacing the lead, diagnostics were within normal limits. It was noted that upon removing the suspect lead, a visible fracture was observed in the lead portion corresponding to the neck. The lead was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis on the suspect lead was completed. Breakage of the lead coil was identified at two locations. Scanning electron microscopy identified pitting at both coil break locations. The dried remnants of what appeared to have once been body fluids were identified within both the outer and inner silicone tubing, with no obvious point of entry apart from the abraded openings in the tubing as well as the cut ends of the lead body. Setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and the lead. Apart from the noted coil breaks, abraded openings, and fluid leaks, no further anomalies were identified. No additional relevant information has been received to date.

Event description:
Patient presented with high impedance. The physician assessed the cause of the high impedance to be a kink of the lead in the neck. Ap neck and chest x-rays were received for the patient. The generator was located in the patient¿s upper left chest. The connector pin could not be assessed for being fully inserted past the second connector block due to the image quality as it is unclear if it is the feedthru wires or tip of the pin seen at the end of the connector block. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator. The lead wires being intact at the connector pin could not be assessed due to the image quality. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out due to the angle of the x-rays provided and the image quality. No known surgical intervention has occurred to date. No other relevant information has been received to date.